Event description:
While the doctor was working on a composit filling, the handpiece made a loud noise and stopped working. When the doctor removed the handpiece from the patient's mouth it was hot and caused a burn to the patient's lip.